Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device powered up with a vent inop condition, post timer/24v failure. There was no reported patient involvement.

Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported the device powered up with a vent inop condition, post timer/24v failure. The customer reported that the device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device powered up with a vent inop condition, post timer/24v failure. There was no reported patient involvement.